Manufacturer narrative:
Additional information was received on 10-09-2019 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 11-06-2019. Device analysis: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be repeated. No problem was found with the pump double beeping no cassette during the investigation. Visually inspected the pump's event history logs and showed "no disposable alarm messages after high pressure, pump started and upstream occlusion sensors" were recorded in history. Service recommended downstream and upstream occlusion sensors to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.